Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken. A replacement cable was sent to the customer. In addition, it was reported that the customer attempted to deliver a bolus of 65.2 units. However, the customer was unable to do so because the max bolus setting was set to 10 units. During troubleshooting with tandem technical support, the customer was able to change their max bolus setting to 25 units. The customer's blood glucose (bg) was impacted (476 mg/dl). It was indicated that the customer would deliver a correction bolus. The customer declined follow up from tandem technical support.